Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted to treat a klatskin tumor in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the physician and technician placed guidewires into the biliary system and dilated the duct using a 6 mm hurricane? Balloon. An epic stent was loaded onto the guidewire and positioned across the hilar stricture. Upon deployment, the stent did not open under fluoroscopic visualization. The physician pulled the delivery catheter back slightly in an attempt to facilitate stent expansion; however, the stent did not open across the stricture. The physician then attempted to remove the stent and delivery system. During removal, the stent deployed below the stricture in the distal common bile duct and was left in that position. The delivery system was removed, and a plastic stent was placed across the stricture. Additional attempts by the physician to adjust the delivery catheter were unsuccessful. The physician plans to place an additional stent within the existing stent. There were no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Imdrf impact code f2301 captures the reportable event of a plastic stent was placed across the stricture.